Event description:
It was reported that the patient presented in clinic. The patient was dependent on the system for normal function. It was noted that noise was observed on the right ventricular (rv) lead. The physician opted to extract the system. During a procedure to address the rv lead a supraventricular tachycardia (svc) tear occurred. A surgical team was called to fix the tear. The patient remained in hospital pending a new implant.

Manufacturer narrative:
Correction: section h1 should have been "serious injury" instead of ' malfunction".

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.